Event description:
It was reported that during a da vinci-assisted central pancreatic resection surgical procedure, there was an issue with the synchroseal instrument. A message stating "inspect for excess fluid or metal object" was being displayed during sealing of tissue. The clinical sales representative (csr) confirmed there was no metal clip at the bent part of the instrument. The csr also confirmed that sealing and separating could be done in sync mode without any problem. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use and no abnormalities were noted. The cannula was also inspected prior to use by using a pin gauge. No unintended energy discharge or arcing was observed during the procedure. The e-100 generator, erbe vio dv, and force triad generator were being used during procedure. The settings used on the generators were as follows: erbe vio dv: cut:3 and coad:3, and force triad: macro 60. The following instruments were used during surgery: monopolar curved scissors, maryland bipolar forceps, fenestrated bipolar forceps, tip-up tip-up fenestrated grasper, medium-large clip applier, harmonic ace, large needle driver, and synchroseal. Almost no instrument collision occurred during the procedure. The synchroseal instrument may have come into contact with a metal clip while energized/activated. The instrument wrist was straightened upon removal of the instrument. During sealing, the customer received a message of "inspect for excess fluid or metal object." Subtle bleeding was experienced by the patient during the procedure and was stopped with the use of the maryland bipolar forceps and synchroseal instruments. The customer confirmed that the subtle bleeding experienced by the patient is always encountered in procedures when treating vessels and tissue. The customer also confirmed that no blood transfusion was required to address the bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. The instrument was found to have mechanical indentations to its cut electrode at the distal end. A review of the logs showed no errors from the instrument. Additionally, the instrument was found to have a tear to the proximal end of the jaw cover. This failure is typically associated with mishandling/misuse. Further investigation confirmed a cut electrode with thermal damage and jaw cover tear inside the jaw pouch. Thermal damage on the cut electrode is likely caused by an arcing event; which, is an artifact of the bipolar cut function and does not harm instrument functionality. Charring on the inner surface of the lower jaw indicates the arc was fully contained within the instrument grips. A log review found a cut electrode shorted and seal electrode shorted messages. The cut electrode short message indicated there was an arc detected, and was related to the finding of the cut electrode thermal damage. Grasping and applying energy over a metal clip would short out the seal electrodes, and trigger this message. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "the wavy appearance of the cut electrode is most likely thermal damage due to an arcing/short event, and is just an artifact of the bipolar cut function (sync or transect). These arcing events occur during normal use depending on conditions (fluid, tissue thickness, etc.) Or can occur due to an actual arc/short caused by misuse (for example; firing near or on a metal clip). In this case, the thermal damage does not look severe enough to affect the functionality of the instrument, and only appears to be minor."